Event description:
Caller reported that a cartridge was damaged, with the damage located on the cartridge canister and the issue occurring once. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.